Event description:
It was reported that during a roux-en y procedure, the device was being fired across the stomach using seamguard and with a blue cartridge. On the third stroke, the device fired unformed staples and did not cut. Another device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.